Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4. Reference MFR report#1627487-2018-13527; reference MFR report#1627487-2018-13546; reference MFR report#1627487-2018-13548. It was reported that the incision could not heal well. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 4 of 4. Reference MFR report #1627487-2018-13527, 1627487-2018-13546, 1627487-2018-13548. Additional report received identified that the patient has scab on the neck and could not heal. As a result, surgical intervention was undertaken wherein entire system was explanted to address the issue.